Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced to the left atrium (la) when a clot was noted on the end of the guide. Aspiration was performed and the dilator and sgc were removed and a clot was noted inside the hemostatic valve. The valve was flushed however the clot could not be removed therefore the sgc was replaced. The procedure was completed with one clip implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis (clot). Thrombosis is listed in the mitraclip instructions for use as known a possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.